Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06955 it was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing on their atrial lead causing pacing inhibition. The right ventricular lead also exhibited noise. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.

Event description:
New information received noted that atrial lead exhibited noise over-sensing again on (B)(6) 2021 and that it inhibited pacing. Patient had no consequences and will continue to be monitored.